Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine enlargement ('uterus is swollen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine enlargement (seriousness criteria medically significant and intervention required), adverse event ("side effects are getting worse"), abdominal pain upper ("stomach has been hurting"), headache ("headache"), abdominal distension ("bloating"), anorectal discomfort ("rectal pressure"), fatigue ("fatigue"), pelvic pain ("pain") and loss of personal independence in daily activities ("ability to function") and was found to have uterine leiomyoma ("could feel a fibroid during the exam"). Essure treatment was not changed. At the time of the report, the uterine enlargement, uterine leiomyoma, adverse event, abdominal pain upper, headache, abdominal distension, anorectal discomfort, fatigue, pelvic pain and loss of personal independence in daily activities outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, adverse event, anorectal discomfort, fatigue, headache, loss of personal independence in daily activities, pelvic pain, uterine enlargement and uterine leiomyoma to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : uterine enlargement , uterine leiomyoma, adverse drug reaction and abdominal pain upper, headache, rectal pressure, pain, bloating, fatigue, ability to function ". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 1 and 2 processed together. On 20-mar-2020: social media received. Reporter's information added. Event: headache, rectal pressure, pain, bloating, fatigue, ability to function were added. Fu 1 and 2 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine enlargement ('uterus is swollen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine enlargement (seriousness criteria medically significant and intervention required), adverse event ("side effects are getting worse"), abdominal pain upper ("stomach has been hurting"), headache ("headache"), abdominal distension ("bloating"), anorectal discomfort ("rectal pressure"), fatigue ("fatigue"), pelvic pain ("pain"), loss of personal independence in daily activities ("ability to fuction"), ear infection ("multiple ear infections") and seizure ("had a seizure last wek with no fever") and was found to have uterine leiomyoma ("could feel a fibroid during the exam") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the uterine enlargement, uterine leiomyoma, adverse event, abdominal pain upper, headache, abdominal distension, anorectal discomfort, fatigue, pelvic pain, loss of personal independence in daily activities and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, adverse event, anorectal discomfort, ear infection, fatigue, headache, loss of personal independence in daily activities, pelvic pain, seizure, uterine enlargement, uterine leiomyoma and weight increased to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : uterine enlargement , uterine leiomyoma, adverse drug reaction and abdominal pain upper, headache, rectal pressure, pain, bloating, fatigue, ability to function ". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new event - had a seizure last week with no fever and multiple ear infections and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine enlargement ('uterus is swollen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine enlargement (seriousness criteria medically significant and intervention required), adverse event ("side effects are getting worse"), abdominal pain upper ("stomach has been hurting"), headache ("headache"), abdominal distension ("bloating"), anorectal discomfort ("rectal pressure"), fatigue ("fatigue"), pelvic pain ("pain") and loss of personal independence in daily activities ("ability to fuction") and was found to have uterine leiomyoma ("could feel a fibroid during the exam") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the uterine enlargement, uterine leiomyoma, adverse event, abdominal pain upper, headache, abdominal distension, anorectal discomfort, fatigue, pelvic pain, loss of personal independence in daily activities and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, adverse event, anorectal discomfort, fatigue, headache, loss of personal independence in daily activities, pelvic pain, uterine enlargement, uterine leiomyoma and weight increased to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : uterine enlargement , uterine leiomyoma, adverse drug reaction and abdominal pain upper, headache, rectal pressure, pain, bloating, fatigue, ability to function ". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received - new event - weight gain and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine enlargement ('uterus is swollen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine enlargement (seriousness criteria medically significant and intervention required), adverse event ("side effects are getting worse") and abdominal pain upper ("stomach has been hurting") and was found to have uterine leiomyoma ("could feel a fibroid during the exam"). Essure treatment was not changed. At the time of the report, the uterine enlargement, uterine leiomyoma, adverse event and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, adverse event, uterine enlargement and uterine leiomyoma to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : uterine enlargement , uterine leiomyoma, adverse drug reaction and abdominal pain upper." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2020: quality safety evaluation of product technical complaint. Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine inflammation ('uterus is swollen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required), adverse event ("side effects are getting worse") and abdominal pain upper ("stomach has been hurting") and was found to have uterine leiomyoma ("could feel a fibroid during the exam"). Essure treatment was not changed. At the time of the report, the uterine inflammation, uterine leiomyoma, adverse event and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, adverse event, uterine inflammation and uterine leiomyoma to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : uterine inflammation , uterine leiomyoma, adverse drug reaction and abdominal pain upper." No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.